Manufacturer narrative:
E3- non health care professional; e2-no. The device evaluation as noted in section b5, found flooding of the connector, cracking of the connector and pixel failure due to image capture failure. A loosening of the scope mount was noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, chapter 3 preparation and inspection 3.4 attaching and detaching the endoscope caution: when removing the endoscope, be sure to press the lock button and carefully pull out the endoscope from the scope mount. Forcibly removing the endoscope without pressing the lock button may damage the endoscope or camera head. Endoscope image disappearance and freezing: please strictly observe the following the endoscope image may disappear unexpectedly during an examination, or the freeze may not be released. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor complaints about this device.

Event description:
It was observed during device evaluation that the connector was cracked. Flooding of connector and pixels defects due to image capture were also observed. There was no patient involvement.